Event description:
General report received of leaks; subsequently bleed back was noted. The tubing sets were being used to deliver an unspecified hydration fluids. After unspecified lengths of time in use, leakage was noted at the connections of the t-connectors and the pt's peripheral IV catheters. "Small amounts" of bleed back were noted in the tubing sets. In some cases, the pts' IV sites infiltrated and the catheters were replaced. In all cases, the tubing sets were replaced and therapies were resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the devices for evaluation. If the devices are received, a follow-up report will be submitted.